Event description:
It was reported to philips that the system did not allow images to be displayed on the monitors in the examination room. No user or patient harm has been reported.philips has started an investigation regarding the reported issue.

Manufacturer narrative:
The information provided to philips confirmed that the reported incident occurred outside of clinical use. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Based on the available information, this issue has been determined not to be a reportable event. Corrected data: health impact code, conclusion code, evaluation results code.